Manufacturer narrative:
Additional information: d10, g4, g7, h2, h3, h6. One pressurewire x, wireless was returned for analysis. The results of the investigation concluded that the hydrophilic coated distal tube had been split and a portion had been separated, with subsequent fracture of the microcables; the corewire had been exposed but remained intact. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the guidewire damage is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, when removing the device from the patient's anatomy, the distal end of the device unraveled. The patient was screened and nothing was left inside the patient's anatomy. The device was removed normally and no resistance was felt when positioning the device or when removing the device. The procedure was completed with no adverse patient consequences.